Manufacturer narrative:
The previous driveline repair was reported in MFR report # 2916596-2021-02843. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03932, 2916596-2021-03933. It was reported that the patient had a known driveline fault (dl) alarm. They have undergone replacement of their controller. He had a percutaneous dl repair on (B)(6) 2021, however, dl faults persisted. The patient reported a three-day history of ¿left ventricle assist device (lvad) alarms¿ when they bend forward. This is with associated dizziness and lightheadedness. When they went through their alarm history and says they were seeing low-speed alarms. The patient completed a controller exchange without notifying the vad team and called when alarms continued. On way to emergency department (ed) the patient's device had a controller fault alarm which was active when he arrived. The yellow wrench was on and the green pump icon was lit with a message to contact hospital controller fault alarm. The controller would not display parameters and would not communicate with two different monitors. After discussing with the clinical representative and engineering, a controller exchange was completed and is now communicating with monitors. The original controller (that the patient exchanged) history revealed multiple pump stops and log files were downloaded. The patient remained stable throughout this episode and arrived with a mean arterial pressure (map) of 90 mm/hg. A review of the log file found low-speed drops and pump stops while attached to batteries. This appears to be a phase to phase short that is occurring. Additional information revealed a pump exchange occurred on (B)(6) 2021. During the patient's pump exchange, his controller alarmed with controller fault alarm and stopped communicating with the monitor. At time of pump exchange, the patient received two new controllers.

Manufacturer narrative:
Main investigation conclusion the reported event of the heartmate ii system controller not communicating with system monitors was unable to be confirmed during this investigation. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a logfile was submitted for review. A review of the submitted log file showed events spanning approximately 2 days ((B)(6) 2021, (B)(6) 2021 per timestamp). There were no notable alarms active in the log file that pertained to the reported event of communication issues between the controller and the system monitors. Additional information provided on (B)(6) 2021 stated that the patient arrived on the hospital on (B)(6) 2021 and the controller (serial number: (B)(6) ) was noted to not be communicating with two different monitors. Additional information provided on (B)(6) 2021 stated that no controllers will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 31jan2019. No further information was provided. The manufacturer is closing the file on this event.